Manufacturer narrative:
(B)(4). Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the case on the back of the battery tube. The pump was received without a battery cap. The pump was received with a critical pump error (open book image). Unable to perform the displacement test due to the critical pump error (open book image). Attempt to upload using thump was successful. The adapt tool confirms that a pump error 55 also occurred on 03/13/24 @ 17:38:13. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of a crack in the case was confirmed during testing. According to what's stated in the adapt tool, the critical pump error (open book image) and pump error 55 are possibly due to a problem with the software. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) as a crack on pump on the battery side. The customer reported no adverse event. The event involved product(s) mmt-1885l. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Mmt-1885l was requested and customer response was the device was returned for analysis.